Manufacturer narrative:
Follow-up #1: date of submission 02/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: the black box for (B)(6) 2016 is not available. The current black box shows the following: loss of prime warning associated with a low non-zero force on (B)(6) 2016 at 17:01; deliveries resumed at 17:07. Loss of prime warning associated with a low non-zero force on (B)(6) 2016 at 14:01; deliveries resumed at 14:25. Loss of prime warnings associated with a low non-zero force on (B)(6) 2016 at 08:43; deliveries resumed at 09:13. No evidence of priming 106u observed in the pump history. An ezprime and 24 hr duration test were successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Unidentified force low observed in the black box, force sensor calibration in spec. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of less than 3.9mmol/l with difficulty speaking, unsteadiness when standing/walking, dizziness, blurred vision, confusion (cognitive impairment), and severe headache. Emergency medical services were called and the patient was taken to the hospital. The patient was treated with IV glucose and IV fluids. Customer support (cs) completed troubleshooting and loss of prime occurred more than two times. Troubleshooting also indicated that the patient primed while they were attached and 106 units were infused into the patient. This report is being made due to the bg excursion the patient experienced due to a prime issue.